Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colposcopy, attention deficit/hyperactivity disorder, asthma, depression, hiatal hernia, pregnancy induced hypertension, synovitis and tenosynovitis. Previously administered products included for an unreported indication: mirena and oral contraceptive. Concurrent conditions included shoulder pain, discomfort, pain in joint, somatic dysfunction, neck pain, neck stiffness, temporomandibular joint disorder, pain in arm, muscle spasm, degenerative disc disease, cervical spondylosis, myofascial pain syndrome, chronic migraine, dizzy spells, dysmenorrhea, metrorrhagia, enthesopathy, palpitation, human papilloma virus infection, vaginal bleeding, cervicitis, endocervical curettage, uterus enlarged, polymenorrhoea and abdominal wind. Concomitant products included amfetamine (amphetamine), baclofen, budesonide, codeine, cyclobenzaprine, fluticasone, formoterol, gabapentin, ibuprofen, ketorolac tromethamine (toradol), paracetamol (acetaminophen), paracetamol (tylenol), promethazine, salbutamol (albuterol) and tranexamic acid (lysteda). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), fistula ("fistulae"), genital haemorrhage ("bleeding"), neuromyopathy ("neuromuscular problems"), headache ("chronic headaches"), autoimmune disorder ("autoimmune-like symptoms"), fatigue ("chronic fatigue"), arthralgia ("joint pain"), hypoaesthesia ("numbness") and pain ("chronic body aches"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, fistula, genital haemorrhage, neuromyopathy, headache, autoimmune disorder, fatigue, arthralgia, hypoaesthesia and pain outcome was unknown. The reporter considered arthralgia, autoimmune disorder, dysmenorrhoea, fatigue, fistula, genital haemorrhage, headache, hypoaesthesia, menorrhagia, neuromyopathy, pain and pelvic pain to be related to essure. The reporter commented: insertion details: 5 coils on the right, 3 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral essure devices in place with fallopian tube occlusion. Pregnancy test - on (B)(6) 2017: negative. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colposcopy, attention deficit/hyperactivity disorder, asthma, depression, hiatal hernia, pregnancy induced hypertension, synovitis and tenosynovitis. Previously administered products included for an unreported indication: mirena and oral contraceptive. Concurrent conditions included shoulder pain, discomfort, pain in joint, somatic dysfunction, neck pain, neck stiffness, temporomandibular joint disorder, pain in arm, muscle spasm, cervical disc degeneration, cervical spondylosis, myofascial pain syndrome, chronic migraine, dizzy spells, dysmenorrhea, metrorrhagia, enthesopathy, palpitation, human papilloma virus infection, vaginal bleeding, cervicitis, endocervical curettage, uterus enlarged, polymenorrhoea and abdominal wind. Concomitant products included amfetamine (amphetamine), baclofen, budesonide, codeine, cyclobenzaprine, fluticasone, formoterol, gabapentin, ibuprofen, ketorolac tromethamine (toradol), paracetamol (acetaminophen), paracetamol (tylenol), promethazine, salbutamol (albuterol) and tranexamic acid (lysteda). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), fistula ("fistulae"), genital haemorrhage ("bleeding"), neuromyopathy ("neuromuscular problems"), headache ("chronic headaches"), autoimmune disorder ("autoimmune-like symptoms"), fatigue ("chronic fatigue"), arthralgia ("joint pain"), hypoaesthesia ("numbness") and pain ("chronic body aches"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, fistula, genital haemorrhage, neuromyopathy, headache, autoimmune disorder, fatigue, arthralgia, hypoaesthesia and pain outcome was unknown. The reporter considered arthralgia, autoimmune disorder, dysmenorrhoea, fatigue, fistula, genital haemorrhage, headache, hypoaesthesia, menorrhagia, neuromyopathy, pain and pelvic pain to be related to essure. The reporter commented: insertion details: 5 coils on the right, 3 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral essure devices in place with fallopian tube occlusion.. Pregnancy test - on (B)(6) 2017: negative. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of product technical complaint. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.